Event description:
Additional information was reported that the patient had extension replaced (the date was unclear: (B)(6) 2012 or (B)(6) 2012). The extension was replaced less than two month after initial implant. The patient had 3 electrodes on a lead that shorted out 2 weeks after implant.

Event description:
It was reported the patient was charging more than expected. The patient was seen by a manufacturer representative and was told there were '3 contacts with shorts.' It was later noted the shorted electrodes occurred 2 weeks after implant. It was also reported the manufacturer representative tried to reprogram around the short but the patient's stimulation could not target his pain area. The patient was charging every 3 days for 3.5 hours from 0% or 25% to full implantable neurostimulator (ins) battery. It was later reported the patient's physician had ordered x-rays of the leads and all connections. Results were not reported. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the low impedance caused the battery to be used up more quickly, causing the patient to charge more. An x-ray found normal placement. It was noted the extension was implanted after it's use by date. Use by date was (B)(6) 2012, and it was implanted on (B)(6) 2012. Extension replaced on (B)(6) 2012. It was noted patient outcome was recovered without sequelae.

Manufacturer narrative:
(B)(4) analysis of the extension found no anomaly.

Manufacturer narrative:
Product ID 3888, lot# v936824, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3888, lot# v936824, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3777-60, lot#, serial# (B)(4), implanted: explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37082-20, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension. (B)(4).